Manufacturer narrative:
Concomitant medical products: product ID: 37602, serial# (B)(4), implanted: (B)(6) 2015, product type: implantable neurostimulator. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for parkinson's dual and movement disorders. It was reported that starting a couple of weeks ago, a poor communication message was seen on the patient programmer along with the doctor icon; the patient did not remember the specific error code. It was confirmed that the batteries in the patient programmer were replaced, but the issue was not resolved. The patient was able to interrogate the implantable neurostimulator (ins) successfully and confirmed the therapy screen was seen. When attempting the interrogate the other ins (patient had dual systems), the poor communication screen was seen and the patient programmer started beeping; the patient was only able to communicate with one of the sense. It was stated that the patient does not use an antenna and repositioning the patient programmer did not resolve the issue. Follow-up with the health care provider (hcp) indicated that troubleshooting included changing the batteries and attempting to interrogate the ins again. When the ins was interrogated, a call your doctor screen appeared with the error code (B)(4); the cause was not determined. A replacement patient programmer was requested. No symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.